Event description:
It was reported that the user experienced hyperglycemia to 395 mg/dl after eating lunch and dinner without announcing the meals on an ilet system and sought assistance; during the call the agent guided the user through a cd infusion set change, which was completed successfully, and glucose began trending down. Symptoms included hyperglycemia. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, while a usage problem was identified related to improper or incorrect procedure with interaction at the user interface level. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. Replacement cd infusion sets were arranged and troubleshooting and education were completed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.